Event description:
Surgeon using the nasal probe to freeze the interior turbinate. The probe was only marginally working and would not go below 0 degrees for a prolonged period of time, resulting in an 800cc blood loss, which required admission and observation for post-op bleeding. Pt discharged the following day in satisfactory condition.